Event description:
During preventative maintenance of the device, the field service rep broke the air sensor while trying to remove an old cable. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.